Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. While troubleshooting with tandem technical support, customer declined to reload the cartridge. There was no reported impact to the customer's blood glucose level.